Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out of range pace impedance measurements. Surgical intervention was taken to cap and replace this lead. The device was explanted and replaced for normal battery depletion. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating an x ray was performed but no anomalies were noted. At the revision procedure, the lead header connection was checked and the lead was inserted completely into the device header. The lead was also checked with a pacing system analyzer (psa) and continued to exhibit high out of range pace impedance measurements. No additional adverse patient effects were reported.